Event description:
It was reported to the manufacturer from distributor via the facility. A resident was being lifted and the bracket broke. The resident ended up on the floor. The last reported weight of the resident was (B)(6), the mounting bracket for the sling bar on the hoyer appears to have sheared. The device is in a locked enclosed area. Follow up investigation revealed that no serious injury to the patient. (B)(4) evaluation consists of review of digital images. It appears that the "dog ear" where the cradle attaches to the scale sheared. Repeated attempts to obtain additional information regarding the event have been ineffectual. (B)(4).

Manufacturer narrative:
Suspect device info: presence lifter 0909l0276. Scale model fg3105 - serial #(B)(4). The scale manufacturer is sr instruments, (B)(4). It was reported to sr instruments from (B)(4) the lift manufacturer is apex healthcare mfg. Inc., (B)(4).